Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): drugstore reported that 16 pumps ran too slow. Partially the pumps ran 90 minutes. Reference MFR # 9610825-2014-00143.